Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed evidence of broken distal luer lock. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal luer lock of a small volume intermate was cracked. This was noted during patient involvement. There was no reported of clinical or medical intervention. No additional information is available.